Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that every time that she changes the battery, the battery does not work on the insulin pump. Customer had a blank display and stated that the screen does not light up. Customer reported that she received a failed battery test. Troubleshooting was performed and the customer stated that the display did not come up after leaving the battery out for about 30 minutes. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation and the operating currents are within specification. No failed battery test or low battery alerts noted. No cosmetic damage noted.